Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced dizziness, and that there was undefined high impedance and oversensing on the right ventricular (rv) lead. It was also reported that there was a lead fracture. The rv lead was replaced. No further patient complications have been reported as a result of this event.